Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not feeding into the jaw every third firing. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4): added additional information h6: code 100 = jaws, empty the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the event reported.